Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the needles could not be confirmed as the needles were successfully deployed during returned device analysis. It should be noted that the prostar xl instructions for use (IFU), states: that the prostar xl pvs system is designed for use in conjunction with 8.5 to 24f sheaths. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A conclusive cause for the reported difficulties could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect procedure or method, per instructions for use: under indications for use - the prostar xl 10f pvs system is designed for use in conjunction with 8.5 to 24f sheaths. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device via 6fr was attempted in the right common femoral artery using the preclose technique prior to an aortic valvuloplasty procedure. Reportedly, when pulling the handle away from the hub to deploy the needles, high resistance was noted. Needle deployment was not possible. An additional prostar xl device was used for successful suture placement using the preclose technique. The sheath was upsized to 10fr and the aortic valvuloplasty procedure was completed. Hemostasis was achieved using the pre-placed sutures from the prostar xl device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.